Event description:
It was reported that a patient experienced a low blood glucose event with a lowest cgm reading of 60 mg/dl on a dexcom g7; the patient treated with 10 grams of oral carbohydrates and reported correct meal announcement, while the device problem was characterized as insufficient information and the device component was noted as insufficient information. Symptoms included hypoglycemia with associated anxiety and shaking/tremors. Outcomes included classification as a serious injury/illness/impairment and unexpected medical intervention, as oral glucose was required. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.